Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of the minicap extended life pd transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter remained in use there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: additional information was received stating the issue should be a separation between patient connector and the tubing (previously reported as a disconnection between the patient connector and the adapter). H10: the device was received for evaluation. A visual inspection with the naked eye identified a slip back of the patient adapter to the tubing. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, the connection between the patient adapter and silicone tubing is a friction fit and not a solvent bond; therefore a strong tug on the tubing could cause the slip back. Should additional relevant information become available, a supplemental report will be submitted.